Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported chest pain, shortness of breath, physical limitations, and post-traumatic stress disorder (ptsd) are directly related to the filter and unable to identify a corresponding failure mode at this time. The product is manufactured and inspected according to specifications. The following allegations have been investigated: tilt, vc perforation, embedment, chest pain, shortness of breath, physical limitations, ptsd. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right common femoral vein, and the filter was successfully retrieved percutaneously on (B)(6) 2018because removal was necessary. Patient is alleging tilt, vena cava perforation, and embedment. The patient further alleges "chest pains and shortness of breath" and "walking for long distances is a challenge. The chest pain and shortness of breath affect my everyday activities." The patient also alleged "ptsd became worse after the removal."per report from CT (computed tomography) dated (B)(6) 2018: "positive for caval perforation. Superior extent of ivc filter inferior l3 vertebral body. Inferior extent l4-l5 disc space. A total of 4 prongs have perforated the ivc series 2 image 37. Maximum distance prongs perforated 5 mm series 2 image 37. Coronal images 3 degree tilt left to right series 602 image 46. Sagittal images 10 degree tilt posterior to anterior series 603 image 67. Diameter of ivc directly above filter 17 x 22 mm series 2 image 27."per retrieval report (successful) dated (B)(6) 2018: "ivc filter was noted to be attached into the wall of the ivc firmly and was difficult to mobilize with the snare." "Eventfully, the ivc filter was mobilized with alligator jaw forceps and was retrieved..." "Successful ivc filter removal."

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2012". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.